Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had migrated. Reported diagnostics and troubleshooting were noted as impedance testing, x-rays, and reprogramming. A revision procedure was to be scheduled. It was noted that there were no patient symptoms or complications associated with the event at the time of report. The patient status was reported as ¿alive ¿ no injury¿. Follow up information received 8 days later reported that patient symptoms of stimulation on the right side and not on the left side were noted at a post-op visit led to the discovery of the lead migration. Impedance testing results showed that all were within normal range. X-ray results showed that the lead was ¿to right¿. The best results of the reprogramming were the ¿middle of back¿ and ¿nothing on the left¿. It was confirmed that the patient was not receiving effective therapy at the time of report and that the lead revision surgery was still pending. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the event was malplacement of the leads. The leads were malpositioned. A lead revision was done on (B)(6) to reposition the lead more midline. The patient required hospitalization due to the event and recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n266531, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information recieved reported the lead revision was scheduled for 2014-(B)(6).